Event description:
On (B)(6) 2012, the pt reported that she had been in the hospital with blood glucose related issues. Her blood glucose level was elevated to 375 mg/dl before she went to the hospital. Her normal range is 80-120 mg/dl. She was treated with an IV of insulin and injections. She stated that her infusion device was not delivering insulin due to an error message and the device was turning on and off. She stated that there were horizontal black lines on the device's display and no other symbols. The pt stated that she would not have been able to treat herself for the blood glucose issues. She was admitted to the hospital two and a half weeks before (B)(6) 2012 and released on that date. She also had gastroparesis, which contributed to her length of stay at the hospital. Follow-up with the pt to continue troubleshooting was not possible as multiple attempts were made to contact the pt with no answer. Infusion device was replaced and was requested to be returned for product eval.